Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have been hospitalized on (B)(6) 2015 with blood glucose of 29 mg/dl. Customer was hospitalized due to low blood glucose. Customer was treated with insulin drip. Before being hospitalized, customer changed basal rates from what physician had programmed and was not able to set back. Customer's blood glucose was 500 mg/dl after getting back from hospital due to IV medication. Customer was advised to monitor insulin pump and to contact healthcare professional regarding settings. No further information provided.